Manufacturer narrative:
Bed was inspected by primus medical on 12/10/2013. The inspection determined that the bracket where the foot high-low actuator mounts onto the backbone of the bed frame broke off. A new bed frame was delivered to the customer on 12/10/2013. This problem has been assigned CAPA (B)(4), and a follow up report will be submitted upon completion of the corrective action.

Event description:
Customer called and said that the actuator bracket broke on the bed frame.